Manufacturer narrative:
It has been communicated that the device, product information and lot number is not available for evaluation. Without this information it is not possible for codman to conduct a proper investigation. If at some point the device, product information or lot number does becomes available this complaint will be reopened, investigated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reports that a patient who was discharged after undergoing a hysteroscopy and d & c, returned to the hospital for a surgical removal of a foreign object. The foreign object was identitied as a curette tip, an instrument that would have been used during the proecedure. The curette tip was removed intact and the patient left the o.r. In stable condition. It is not konw what medical devcie company the deivce belongs to therefore all three companies are being notified.